Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on 07/15/2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit's rotor turns clockwise. The reported issue was discovered during pm testing. No patient harm reported.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿rotor turns clockwise". The unit was triaged and the customer¿s reported condition was confirmed; gearbox rotating both clockwise and counterclockwise was verified by manually rotating the gearbox both directions. After disassembly of the gearbox, the rotor shaft was found to be worn where the clutch meets the shaft. The wear is indicated by the slight decrease in diameter. Therefore the root cause of the rotor shaft rotating bi-directionally is due to a worn rotor shaft at the clutch. The gearbox assembly was scrapped after the investigation. Design enhancements were put in place in february 2016 to enhance the strength of the shaft material. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.